Event description:
Upon return to abbott on 8/28/2007, after an original report of worn on six days earlier, the bone awl was found to have a broken tip. Event is not associated with pt contact.

Manufacturer narrative:
Product malfunction is not associated with known pt contact. Device is an instrument; not implantable. Investigation is pending.